Event description:
It was reported that during the implant procedure upon inserting the chronic lead into the header of the new device there was noise noted and the connection was rechecked. Once the pocket was closed and firm pressure applied over the implant site the patient received an inappropriate shock. During this time, there was no pacing. The pocket was opened, the lead was retested and no noise was reproduced. At this time the decision was made to remove the device and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found.